Manufacturer narrative:
The certas valve (ID 828801) was returned for evaluation. Device history record (DHR) - the product code 828801 with lot 4776318 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected and found that the needle guard was raised. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The root cause for the raised needle guard is due to wrong handling as noted in the "IFU": do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The root cause for the, ¿ventricles still enlarged¿ issue reported by the customer was probably due to biological debris interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Event description:
(B)(6) plus case: patient (B)(6) male. Initial vp shunt inserted (B)(6) 2021, set on 3, code (B)(4) (only the valve was used from kit) lot 4776318 and 823072 lot 5261917. For 2 weeks postop patient said walking had improved and was walking well. Approximately 2 weeks post op (tuesday (B)(6) 2021) patient said woke up feeling dizzy, slept in. He felt his condition slipped back from here and ability to walk declined. (B)(6) 2021, valve was reprogrammed from 3 to 2. Patient felt better for a couple of hours (may be placebo according to the rooms) then felt the same. (B)(6) 2021, patient felt his symptoms where no better. (B)(6) 2021, valve reprogrammed to 1. (B)(6) 2021, MRI: ventricles still enlarged. Checked setting: manual indicated set on 6 and electronic set on 1. Patient sent for a x-ray and confirmed valve was on 1. (B)(6) 2021: surgery vp shunt revision. Valve setting checked prior to patient prepped and it was set on 1. Following skin incision valve and connections were visually examined. Valve was flat and arrow indicated direction of flow. All intact. Valve was visualized and magnets set on 1. Ventricular catheter was disconnected from the vale and csf flowed out of the catheter. Valve was connected to an IV extension tubing to determine flow through the valve. It flowed at a good rate and appropriate pressure through the valve. Removing the valve, the peritoneal catheter was then connected to the IV tubing to determine if it was patent. Fluid appeared to flow appropriately. The valve was then replaced with a new cp code 828801 (used valve only from kit) lot 4837588. Valve set on 3 prior to implant. This valve was confirmed prior to the patient leaving the operating theatre that the valve was set on 3 by both manual and electronic tool kits. Neither the bactiseal ventricular catheter nor the bactiseal peritoneal catheter placed in the initial surgery ((B)(4) lot 5261917 were removed) during the revision surgery. They were disconnected from either end of the valve and then reattached to the valve from the (B)(4), lot 4837588.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.